Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the meter was found to have a battery leakage issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging an unusual issue with her onetouch ultralink meter. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that the issue started on (B)(6) 2016 when she alleged the subject device would count down the code from 49 whenever she inserted a test strip. The patient stated that she manages her diabetes using an insulin pump and reportedly continued with her usual dose including sliding scale after the alleged issue began. The patient claimed experiencing symptoms of weak and dizziness during the night and early hours of (B)(6) 2016 after the alleged issue began, and denied receiving any form of medical intervention in response to the reported issue. At the time of troubleshooting, the csr was unable to resolve the issue with troubleshooting. Return of the subject device was requested for investigation and replacement products have been sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to the development of signs or symptoms that meet lfs criteria for a serious injury reportable adverse event. However, this complaint is being reported as a malfunction because the alleged product issue was not resolved during troubleshooting.